Manufacturer narrative:
Additional information can be found in the following sections: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, and adverse event problem. The unit was returned for failure analysis and the reported failure was replicated. It was found that the personality module energy device (pmed) link had failed in the core and there was no energy through the system. It was identified that the pmed board was the problem and it was replaced. The pmed was installed and tested in the printed circuit assembly (pca) test system. There is no heartbeat on the energy device controller (edc) board. The pmed was connected with the valleylab and could not establish a connection. The pmed was removed from the system and troubleshot at the bench. The edc board has failed.

Manufacturer narrative:
The unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction was to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar and bipolar energy was not working. The intuitive surgical, inc. (Isi) field support engineer (fse) attempted troubleshooting but the issue persisted. At that time, the surgeon made the decision to convert to a laparoscopic procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. Isi fse checked and found pmed link had failed in the core. As a result, the bipolar and monopolar energy was not working. Fse checked the system pmed board having the problem and replaced the same, checked and verified the system was working and ready to use.